Event description:
It was initially reported by the physician that the pt was recently implanted with vns and now she received high lead impedance warning during diagnostics. No pt manipulation or trauma was reported. Last acceptable diagnostics were received two weeks ago. X-rays were going to be taken and send to MFR for review. Good faith attempts to obtain add'l info has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.